Event description:
It was reported that a minimum fill notification occurred. There was no reported impact to the customer¿s blood glucose level. The caller did not have the time to troubleshoot and planned to call back when available, while opting to reload the cartridge instead of loading a new one.